Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced recurring infections at the abutment site. Debridement (date not reported) and other treatments (details not reported) were attempted; however, the issue could not be resolved.